Event description:
It was reported that the patient presented in clinic for follow-up with bradycardia. Upon review, the right ventricular lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2023. The patient condition was stable.